Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent was deformed upon removing the stent protector. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre stent struts were stretched and visibly damaged. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within the specification. The stent protector was not returned for analysis. Stent damage most likely occurred due to handling of the device during unpacking following removal of the stent protector. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noticed that the stent was deformed upon removing the stent protector. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.